Manufacturer narrative:
The device was discarded. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the thrombus. It was reported that this was a mitraclip procedure performed on (B)(6) 2021, to functional treat mitral regurgitation (mr) with grade 4. Two clips were implanted, reducing mr to 2. On (B)(6) 2021, thrombus was confirmed by echocardiogram at the access site of the right common femoral vein which was diagnosed as deep venous thrombosis (dvt). The dvt was resolved with anticoagulant. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. A3. Female added.